Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on information available no product malfunction occurred. Information for use: precautions and observations: as with the use of any rectal device, the following adverse events could occur: leakage of stool around the device. Rectal/anal bleeding due to pressure necrosis or ulceration of rectal or anal mucosa. Peri-anal skin breakdown. Temporary loss of anal sphincter muscle tone. Infection. Bowel obstruction. Perforation of the bowel. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a patient developed a gi bleed after fifteen (15) days of device use. The end user came into the intensive care unit (ICU) with sepsis due to uti and was on dialysis treatment during stay. The end user was then transferred (date unknown) to a long term care facility (ltac) with the device in place. While at the ltac the end user developed a gi bleed. The reporter stated that the gi bleed has resolved. No additional information has been provided.